Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) on (B) (6) 2010, alleging that a one touch ultrasmart meter read inaccurately high. The patient indicated that the alleged issue started on an unspecified date/time in (B) (6) 2010. The patient reported a meter reading of "322 mg/dl." The patient claimed that "a couple of days" after the alleged issue began, she developed a symptom of "heavy sweating." However, the patient denied that she received treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what her meter readings were before and after the symptom developed, and what actions she took before and after the symptom started. The patient did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom that can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has reqeusted return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.